Manufacturer narrative:
Visual inspection revealed internal debris contamination and loss of lubrication, related to the bearings.

Event description:
It was reported that during an evaluation conducted by a manufacturer field service technician, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Event description:
It was reported that during an evaluation conducted by a manufacturer field service technician, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.